Event description:
Customer reported the system displaying a communications error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the flash drive and reloaded software. System operates as intended. This MDR is related to ge healthcare complaint number.